Event description:
It was reported that a patient experienced hemoptysis and cardiac arrest. A pulsed field ablation (pfa) procedure was performed with farawave catheter. The right pulmonary vein was searched for and the wire was push-pull during this time, no particular problem was found. Hemoptysis was observed during right vein ablation but the procedure continued without interventions. However, the patient's oxygen saturation decreased leading to cardiac arrest. Intubation and pcps were introduced and resuscitation was performed. A computed tomography scan showed evidence of air embolism in the cardiac activity. Bronchoscopy examination revealed pulmonary vein-bronchial fistula. Patient was transferred to intensive care unit (ICU) and condition is currently unpredictable.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.